Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and PMA/510k are unknown. No information has been provided to date.

Event description:
It was reported that the pump exhibited a no cassette alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had contamination corrosiveness by the dso sensor seal and chassis. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Dso (downstream occlusion) sensor was replaced for preventive measure. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120.

Manufacturer narrative:
Other, other text: b5: additional information received on 22-jul-2022 via email and attached to complaint object: no patient incident ? Found during testing., corrected data: h4: correction: device manufacturing date: 26-jul-2016